Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he stopped using his insulin pump because he had been experiencing high blood glucose levels during the summer, and believed that the insulin pump was no longer delivering insulin accurately. The customer did not have the insulin pump with him at the time of the call. No troubleshooting was conducted. Nothing further was reported.